Event description:
The following was reported to hamilton medical ag: the medical staff heard the alarm sounding (probably ambient mode alarm) during ventilation, so he checked the device. Then, screen was already frozen and touch panel didn't work. It didn't seem to ventilate. He pressed the power button for a long time and the device was turned off. He turned it on, the device started up properly without any error message.

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag comes to the conclusion of complaint cer (B)(4) that: no patient harm and device was restarted. The ventilation stop was confirmed. Our investigation concluded a temporary failure of the esm board. Logile investigation: a ventilation failure on (B)(6) 2022 can be confirmed with the help of the user's statement and the log files. - the user's description of the error pattern and the log files confirm that the unit was no longer functioning properly. - frozen screen continuous alarm and no action on key function indicate a total failure of the esm. - prolonged pressing of the on/off key is a further indication that the esm no longer reacted and that this was the only method of switching off the unit while it was in this state. - the error pattern is not constant, it was possible to restart the unit normally without any abnormalities, which indicates a temporary problem. - log files do not store any error codes or information on what caused this failure. - it seems that the error occurred at the processor of the esm, as it had no possibility to register anything (log files) or to show anything on the display. - age of the esm during the failure approx. 13 years old. Root cause: - temporary failure of the esm board.